Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 2 message when she was attempting to test her blood glucose. According to the ot ultralink owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6am, the patient reported the alleged issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few hours after the alleged issue occurred, she developed symptoms of being 'shaky and sweaty.' The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca determined the patient was using the correct test strips, and the correct testing process. The cca noted there was no misuse of the product and this was not the first time the meter had been used. When the patient was prompted to press the power button, the error 2 did not occur. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she was unable to test, and developed symptom suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. Retains also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.